Event description:
It was reported that during the procedure, the drill broke off into the patient bone. The broken piece remains in patient bone. No further information is available.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event of a drill breakage could be confirmed. Based on the investigation the root cause of the drill breakage was attributed to a user related issue due to applying too high forces during application in combination with collision and friction to another hard object.

Event description:
It was reported that during the procedure, the drill broke off into the patient bone. The broken piece remains in patient bone. No further information is available.